Manufacturer narrative:
Pump passed rewind, basic occlusion, prime/delivery and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. Motor position encoder error alarm confirmed in history file. Pump received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, and stained end cap sticker noted.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided. Review of the alarm history showed that three motor error alarms occurred in thirty days. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.